Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent is severely deformed at its proximal end and judging from the xray markers the stent is not displaced. The balloon is still well folded and shows no signs of inflation. Microscopic analysis revealed stent imprints on the exposed balloon surface indicating that the stent struts were initially crimped on the balloon. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of the final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It should be noted that the IFU warns against re-insertion if the stent system was removed prior to expansion.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (90 percent stenosis degree) in the moderate tortuous mid rca. After pre-dilatation the orsiro could not cross the lesion. Thus it was removed and a guide access was introduced. After re-insertion of the orsiro the guide flicked out of the rca access and the stent struts got caught on the rim of the guide during the attempt to remove the orsiro. Thus both had to be removed together.